Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 418 mg/dl at the time of the incident. Patient's current blood glucose was 247 mg/dl. The customer experienced symptoms such as extreme headache, fogginess and unbalance. Customer treated for high blood glucose with insulin pump and syringe. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The device had the incorrect time and date. The customer was assisted with fixing the insulin pump's settings. The device passed the displacement test. The insulin pump will not be returned for analysis.